Event description:
It was reported that the right ventricular lead exhibited over sensing. The lead was capped and replaced. No patient symptoms or additional information was available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information notes that oversensing caused pacing inhibition and the patient became presyncopal. The patient was fine post procedure.